Manufacturer narrative:
Multiple attempts were requested for the device to be returned for evaluation. The actual used sample is not available for return; however the manufacturer is attempting to get sister samples from the same lot number from the customer.

Event description:
The complaint/event involved a 4-way high flow stopcock w/rotating luer that was reportedly leaking norepinephrine from the stopcock plastic hub, however, there no leaks from leur lock connection sites. The patient was receiving this IV medication to maintain cerebral perfusion pressure (cpp) and intracranial pressure (icp) goals. The patient reportedly had a sudden unspecified decrease in cpp, decreased blood pressure (bp), increased icp and also presented oxygen desaturation because the IV medication amount was lower than intended. The customer stated that there was minimal, unspecified harm to the patient.

Manufacturer narrative:
Investigation summary: the complaint on the b4018 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. The customer was asked for sister samples and no response was received. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 13781156 was reviewed and no non conformities were found that would have led to the reported complaint.